Event description:
Subsequent information received to the initial medwatch report, user facility medwatch report received (page 1 only) that states: 5.0 x 12 nc trek balloon was inflated to open a blocked right coronary artery which had a previously placed stent. Balloon was deflated and upon removing, balloon became difficult to remove. Cardiologist attempted several remove balloon and balloon became disconnected. Amplatz goose neck snare used in order to retrieve balloon, but unsuccessful. Patient remained stable throughout procedure. Cv surgeon was consulted and patient to transfer to operating room for removal of device.

Event description:
It was reported that during post dilatation of a 4.0 xience stent in the calcified mid right coronary artery, after successful inflation and deflation of the nc trek balloon, during removal, resistance was met and the shaft separated. The physician was unsure if the resistance was from vessel calcification or the 4.0 xience stent; however, it was noted, per angiogram, there was no damage to the implanted stent. The proximal shaft was easily removed; however, the balloon could not be directed into the sheath for removal of the separated portion of the device. The patient was taken to surgery for surgical removal of the separated device, wire and sheath. The patient is reportedly doing well. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report and the follow-up report, additional information was received reporting that the balloon failed to deflate.

Manufacturer narrative:
(B)(4). The reported deflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. However, the reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.